Event description:
It was reported the patient received the following results within 15 minutes: a result in the 200's mg/dl and a result in the 90's mg/dl. The user could not recall the exact values.